Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the cathlab report provided were reviewed. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows the pre-dilation of the target vessel, followed by the attempt to cross the lesion with the orsiro mission 2.5/30. In the following, the orsiro mission 2.5/30 has been withdrawn and the orsiro mission 2.5/40 is implanted. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (stenosis degree 90 percent) in the mildly tortuous lcx. The lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes. An updated event description was received: an orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (stenosis degree: 90 percent) in the mildly tortuous lcx. After pre-dilation with a nc balloon, the affected device was introduced into the patients body but was unable to cross the lesion. The affected device was successfully withdrawn. The intervention was finished by implantation of an orsiro mission 2.5/40. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the cathlab report provided were reviewed. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent shows no damage or irregularity. The crimped diameter of the stent complies with the specification. The angiographic material shows the pre-dilation of the target vessel, followed by the attempt to cross the lesion with the orsiro mission 2.5/30. In the following, the orsiro mission 2.5/30 has been withdrawn and the orsiro mission 2.5/40 is implanted. The angiographic material does not contain further relevant information regarding the root cause of the complaint. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.